Event description:
The customer reported a "charger fail" error message displayed on c-arm and was unable to x-ray. No pt injury was reported.

Manufacturer narrative:
The ge service rep erased and reloaded the flash and cal files. He replaced the power cap module and filament drivers pcb. System now is operating as intended.